Event description:
Biopsy clamp channel outlet of the scope was leaking. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the outlet. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This report was incorrectly submitted. It is submitted as 9610877-2021-10625.